Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittant loss of ventricular capture and high impedences with pocket manipulation.